Event description:
Consumer states they were walking with the walker when the handgrips allegedly slipped, causing patient to fall and hit their head on a small table. The injury required 5 staples to close.